Event description:
The customer reported experiencing recurring occlusion alarms with their tandem mobi pump, requiring frequent cartridge and infusion set changes. The customer's blood glucose level reached 378 mg/dl during the issue, which led to the customer taking corrective actions through multiple daily injections. Tandem technical support confirmed the cartridge alarm and decided to replace the pump. The customer was instructed on how to manage their current pump and informed of the steps to follow upon receiving the replacement.